Event description:
Pt states she had bilateral mastectomy with placement of saline breast implants 18 years ago at (B)(6) hospital. The left breast implant deflated. Today pt had bilateral saline breast implants removed and bilateral gel-filled implants implanted. Saline implants discarded.